Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the sytlet would not pass fully though the lumen of the ventricular lead and positioning difficulties were encountered. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet insertion was performed, result was failed at distance 33.5 cm. Destructive analysis was performed, and dried blood obstruct inside the coil lumen was observed. If information is provided in the future, a supplemental report will be issued.